Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue where the pump showed 25 units instead of the anticipated 70 units. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing the cartridge, with assistance from technical support, including instructions on delivering a 10.2 unit bolus and the impact on insulin on board being discussed and acknowledged. No further action was needed.